Manufacturer narrative:
(B)(4).

Event description:
An endurant and aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported the patient was in for a routine follow up. A type iii separation endoleak was observed between the endurant 16x28x82 contralateral limb and the aneurx extension cuff 28x28x40. The physician elected to implant an endurant 16x16x156 limb. The type iii separation endoleak was resolved. An endurant 16x16x82 extension was also implanted into the external iliac to obtain a better distal seal. The physician did not know the cause of the event. No additional clinical sequelae were reported and the patient is fine.